Event description:
It was reported during the implant procedure (B)(6), the physician experienced difficulty inserting the lead into the ipg header. The lead was eventually connected and intraoperative testing found the patient was receiving adequate stimulation with no impedance issues observed. However, following the procedure, the amplitude for the patient's stimulation could not be increased and post operative testing found invalid impedance readings on all lead contacts. The patient's ipg was replaced. There were no connection issues noted with the second ipg, and no further impedance issues were observed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.